Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted to the hospital due to inappropriate shocks associated with noise oversensing. In addition, pacing inhibition and high out of range pacing impedance measurements were noted. As a result, tachy and brady therapy were turned off. A chest xray was performed. Technical services (ts) reviewed the data and suspected possible lead fracture, but it was not conclusive, therefore, a revision procedure was performed on (B)(6) 2026, as a result, this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.